Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure, it was reported the pipeline (4.75mm x 14mm) could not be released from the capture coil despite the pushwire being rotated 10 times. The pipeline was removed and the procedure was completed successfully with another pipeline. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Additional information was received stating the patient was on dual anti-platelet therapy (300mg aspirin / 75mg clopidogrel) that was initiated one week prior to the procedure.(B)(4).